Event description:
Same case as #2134265-2008-02485. It was reported that during a coronary stenting treatment procedure, a dissection occurred. The 100% stenosed lesion was located in a calcified and severely tortuous distal right coronary artery (rca). The lesion was predilated with a 2.0x12mm apex balloon. The lesion was dilated again with a 2.75mm non-bsc balloon. The physician noted that a dissection had occurred and opted to use a 2.75x20mm liberte' stent to treat the dissection, however, the stent delivery system (sds) caught on a calcified lesion in the proximal rca and was unable to cross. The sds was removed from the pt and it was discovered that the stent was no longer on the balloon. The stent had dislodged in the proximal rca. The dislodged stent was deployed with a 1.5x15mm apex balloon inflated four times to 14 atm's. A dissection occurred in the proximal rca. The dissection was treated by angioplasty with a 2.75mm non-bsc balloon. Blood flow was slow in the proximal rca, therefore, thrombus aspiration was performed and an intra-aortic balloon pump was placed. The pt status was reported as "take a wait and see approach". It was later reported that the pt had a pacemaker implanted. No further pt complications were reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint is trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.